Event description:
It was reported that the needle and hub were detached from bd veo¿ insulin syringe w/ bd ultra-fine 6mm needle during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 324911 batch no.: 9063699. It was reported by the consumer that the needle and hub were detached from the syringe when removing the needle shield. Verbatim: issue: consumer reported needle and hub was detached from the syringe when removing the needle shield couple of days ago. 1 syringe halfway detached from the syringe.

Manufacturer narrative:
Investigation summary: customer returned (3) 1/2cc, 6mm, 31g syringes in open poly bags from lot # 9063699. Customer states that the needle and hub was detached from the syringe when removing the needle shield. Two out of 3 syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9063699. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 22oct2019, holdrege received a complaint, via a picture, from material 324911, batch 9063699. Visual inspection of the picture, found two syringes with the needle assemblies detached from the barrels. No damage was observed on the hubs or barrel tips. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. This batch was produced prior to the completion of acr19-04-007 and scr19-04-003 which addressed the issue of needle hub separation by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle and hub were detached from bd veo¿ insulin syringe w/ bd ultra-fine 6mm needle during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 324911, batch no.: 9063699. It was reported by the consumer that the needle and hub were detached from the syringe when removing the needle shield. Verbatim: issue: consumer reported needle and hub was detached from the syringe when removing the needle shield couple of days ago. 1 syringe halfway detached from the syringe.